Event description:
It was reported the pt ((B)(6)) experienced a sudden loss of stimulation and was unable to establish communication with the ipg using either the charging system or programmer. Prior to this occurrence, it was alleged the recharge burden of the pt's ipg had increased. Surgical intervention was undertaken to replace the pt's ipg, and effective stimulation was recaptured.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.